Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The left ventricular (lv) lead was reported to have high impedance, high thresholds, and a possible fracture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.